Event description:
The facility stated that the surgeon attempted to implant an aq2010v 3 piece silicone lens. The lens tore prior to insertion into the eye. No pt injury. The injector and cartridge model and lot numbers were not specified by the facility.